Manufacturer narrative:
Two devices were returned and evaluated. The evaluation results are as follows: two devices were received and evaluated for the complaint regarding the needle button released event. Device #048809-a and #048809-b were received. The needle mechanism functions were inspected, but the complaint about the needle button released event could not be confirmed for these devices.

Event description:
The patient reported that on 3/30, patient felt movement of the needle and noticed that the needle button accidentally released. The patient had initially applied the v-go 40 on at 6:30am and noticed that the needle button popped out at around 7pm. The patient experienced hyperglycemia with a bg of 184 on 3/31 at 5:52am with no v-go applied. The patient had not applied a new v-go on after the needle button popped out on 3/30 until the following morning.